Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 305 mg/dl. Customer treated with the insulin pump. Customer stated that she had dropped the insulin pump a couple of days prior. She also stated that she had started to hold the insulin pump with the buttons facing her body. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir tube, cracked reservoir window, missing end cap sticker and cracked case near display window corners. No button response due to moisture damage on keypad traces. No button error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.